Event description:
It was reported that the channel infusing fentanyl, volume to be infused (vtbi) reset to 250ml as if a new bag was started due to alaris system manager network issues. The dose and rate of 2.5ml were maintained as intended. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of channel reset (fentanyl) was not determined because no products or device logs were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the channel infusing fentanyl, volume to be infused (vtbi) reset to 250ml as if a new bag was started due to alaris system manager network issues. The dose and rate of 2.5ml were maintained as intended. There was patient involvement but no harm.